Event description:
It was reported that this patient was experiencing discomfort from their system. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse events were reported.